Event description:
Reportedly, an unk manufacturer endoscopic clip applier product caused a clip to migrate to a patient's bladder. Procedure: lap chole.

Manufacturer narrative:
Patient reported incident and was unable to identify product manufacturer or appropriate product identification materials. This complint was re- evaluated and it was determined to be a malfunction. Unfortunately, no sample was returned for review and appropriate investigative procedures.